Event description:
It was reported that the pump touch screen would "flash for a second." There was no reported adverse impact. No additional information was provided. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.